Event description:
The complainant reported that upon starting up an implanted impella 5.5, the device was noted to be too deep in the ventricle. The doctor was made aware, but the patient went into ventricular fibrillation before the pump could be repositioned. The patient was shocked six times until stabilized. The pump was repositioned. Once it was in the appropriate position, no arrhythmias were noted. Additional information was added that the pump stopped weeks later after the patient was shocked by external implantable cardioverter-defibrillator 12 times. The pump was unable to be restarted. The patient was brought to the operating room for pump exchange. The procedure was successfully completed with the new device.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist. Section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Positioning issue: clinical states that the doctor placed the impella deep and patient went into vfib. Repositioning solved the arrythmia. Therefore, the root cause of the positioning issue was most likely use related to improper initial pump placement technique. Vt/ vf: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease timing of the arrythmia event in relation to impella support (during or post-implant) electrocardiogram (EKG) recordings of the arrhythmia episodes evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities response to any antiarrhythmic treatments or interventions during the event any documented device-related issues or complications during impella support evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. Pump stop: clinical states that patient was shocked 6 times by external ICD which led to pump stop. Pump was not returned. Data logs were not returned for investigation. Without the pump or data logs the failure cannot be investigated. Therefore, the root cause of the pump stop issue was not determined since product and data logs were not returned for investigation.